Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ in ck points. About four months later, patient got sick with tonsillitis and since then has granuloma reaction with infection pus that is not calming down. Symptom status is unknown. Additionally, patient experienced swelling and hard nodules in both injection sites after or during streptococcal infection - tonsillitis. The inflamed facial area has undergone systemic and surgical treatment three times in the hospital. The inflammation recedes slowly but reoccurs after some time. Five months later, an exacerbation of granulomatous lesions followed the infection. Patient received amoicillin 500mg twice daily for 7 days, ibuprofen 400mg twice daily, and zyrtex 5mg for the streptococcal throat infection. Due to the appearance of approximately 3cm diameter granulomatous lesions and erythema nodosum on the legs, clarithromycin 500mg twice daily for 14 days was administered. After 10 days of antibacterial therapy, which somewhat alleviated the nodules, the patient was hospitalized by the end of the same month when symptoms recurred for the third time. Surgical intervention for infectious granulomatous lesions was performed three times, with symptoms resolution after each hospital treatment. However, symptoms reappeared 1-2 months later, the symptoms have been resolved intermittently.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ in ck points. About four months later, patient got sick with tonsillitis and since then has granuloma reaction with infection pus that is not calming down. Symptom status is unknown.